Event description:
Reportable based on analysis completed on 28 nov 2011. It was reported that during a stenting treatment procedure, the delivery system would not advance on the guide wire. The placehit wallstent delivery system was being advanced on an unspecified guide wire, however the guide wire could only be advanced to the hub and an obstruction was encountered. This occurred outside of the patient's body. Another of the same devices was used with the same guide wire to complete the procedure successfully. No patient complications were reported and patient status is stable. However, analysis found foreign matter in the device. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: visual examination of the device found no damage. An initial guidewire check completed with a 0.035 inch guidewire found a restriction distal to the hub. When a 0.038 inch mandrel was inserted through the tip end of the device a restriction was met at 6 mm distal to the hub. The restriction was not hard but had a slight give. A 0.038 inch mandrel was inserted from both the proximal and distal ends of the device and the area of restriction was marked on the stainless steel shaft. The stainless steel shaft was dissected at the mid-point of the restriction and the mandrel was then inserted from the distal end (tip) in an attempt to remove the blockage however this was not possible. On removal of the mandrel a yellow film material was found on the mandrel. The mandrel was inserted through both sections of the dissected device with no other material found. The mandrel was inserted through the hub end section and with some resistance felt the inner lumen was pushed out through the stainless steel shaft. The inner was accordioned in effect and the mandrel had pierced through the side of the inner. A sample of the yellow film material was sent for ftir (fourier transform infrared spectrometry) analysis along with a section of inner shaft. The ftir spectra obtained from the yellow film fragment and the polyetheretherketone (peek) inner tubing reference material showed that they have different compositions. The ftir spectrum of the yellow film fragment is consistent with a polyimide based on pyromellitic dianhydride and diaminodiphenyl ether. There is no evidence of peek in the ftir spectrum of the yellow film fragment. It can be determined from this analysis that the yellow material found in the returned device is not part of the inner shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).